Event description:
It was reported that prior to the implant procedure, the lead was exercised on the table and the helix was unable to be retracted once it was extended. The lead was not used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: l(B)(4). The full lead was returned and analyzed. No anomalies were found.